Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via email that an ar-2324bcct biocomposite swivelock c, 4.75 mm x 19.1 mm, with blue fibertape loop experienced an issue during insertion. The surgeon noted that no resistance was felt while inserting the anchor, and upon inspection, it was found to be broken. As there was no resistance during placement, the cause of the breakage remains unclear. The case was completed. This was discovered during a shoulder arthroscopy procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 08/27/2025.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the anchor of an ar-2324bcct biocomposite swivelock c, 4.75 mm x 19.1 mm, with blue fibertape loop batch number: 15390451 was damaged and broken. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion and/or excessive forces being applied during insertion.

Event description:
Additional information received on 9/4/2025: during tensioning of the swivelock, it broke. All the broken fragments were removed. The case was completed using another ar-2324bcct biocomposite swivelock c. No case delay was reported. No additional anesthesia was administered to the patient. No adverse patient effects were reported during or following the procedure due to this issue.